Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the pump keypad buttons were not responding properly. Moisture was allegedly visible in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no damage was observed to the pump keypad cover. Moisture was observed in the pump battery compartment. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and no contamination was found under any button contacts. A leak test was performed and confirmed a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found on the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.